Event description:
A customer contacted beckman coulter, inc. (Bec) to report that the coulter lh 780 hematology analyzer waste line connected to the lab drainage system was foaming and spilling onto the counter. Customer technical support (cts) personnel informed the customer that the foaming was due to the waste fluid not flowing freely through the drain line and that the drain line separate from the lh 780 hematology analyzer needs to be cleaned. Customer technical support (cts) personnel informed the customer to wear personal protective equipment (ppe) prior to cleaning. There was no report of any patient samples or results being affected by this event. Medical attention was not sought. There was no death, injury or change to patient treatment attributed or associated with this complaint.

Manufacturer narrative:
Service was not dispatched for this event. Based on information provided, the root cause for the leak is unknown. (B)(4).